Manufacturer narrative:
Additional information has been provided in b.5., h.3., h.6., and h.11. The product was not returned. A photo was provided. The photos showed an implanted single-piece lens. One haptic was visible on the anterior optic surface. The photo was at an angle, the gusset area was not visible. Unable to determine the haptic was stuck to the optic or if it was broken in the gusset area. The other haptic was not visible in this image, which would indicate it had unfolded. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The provided photo was reviewed. One haptic was visible on the anterior optic surface. The photo was at an angle, the gusset area was not visible. Unable to determine the haptic was stuck to the optic or if it was broken in the gusset area. The other haptic was not visible in this image, which would indicate it had unfolded. The instruction for use (IFU) instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if the sample is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received it stated that the procedure was completed on the same day and the lens was removed during initial procedure.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that leading haptic did not open or deploy after it was implanted to the patient eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).